Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a patient with history of bleeding diathesis underwent transbronchial biopsies with ion robotic bronchoscopy. Immediately after the procedure, she was difficult to ventilate and airway evaluation with flexible bronchoscopy revealed bleeding from a cavitary lesion in lll. Suctioning the airways stabilized the patient but she remained intubated overnight with ICU monitoring. She was successfully extubated and discharged home the following day. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patent. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003.

Event description:
It was reported that the patient underwent transbronchial biopsies and experienced bleeding and required hospitalization. There was no history of chronic obstructive pulmonary disease (copd), and the patient had all anticoagulants/antiplatelets stopped within protocol before the ion biopsy procedure. After the last retrieval of the final biopsy and after the robot was pulled out, the anesthesiologist could not ventilate the patient. The physician went back in with a bronchoscope and saw a lot of blood coming out of the endotracheal tube (ett) and that the airways were blocked. The bleeding was seen from a cavitary lesion in the left lower lobe. The patient was suctioned and then turned on the side/repositioned; blood loss was less than 50ml. A crash cart was brought in but not used ¿ no cardiopulmonary resuscitation (CPR) was required. Suctioning and stabilization of the patient took approximately 45 minutes. Another ett had to be placed, and the patient was placed on mechanical ventilation and was hospitalized in the intensive care unit (ICU) overnight, hospitalized for 24 hours and was discharged home. Per the physician, the cause of the bleeding was due to performing biopsies in a patient with increased bleeding diathesis and it was believed that bleeding could have occurred with another biopsy modality. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.